Event description:
Clinical history: pt is admitted for a right-sided, cto sfa. Procedure: dr (B)(6) began the case by utilizing a 1.7mm otw and lased for approximately 25 minutes, needing at that point to up size to a 2.3mm otw. During lasing with the 2.3mm, it became apparent the patient's sfa had been perforated with active extravasation into the pt's right thigh. At this point, dr (B)(6) ballooned and stented the perforation with a positive result. Pt outcome: pt was transferred to the ICU in critical condition. Pt received blood products due to a low "crit" level. It was unknown if the low levels were a direct result of the loss of blood during the perforation. The pt was reported to be in poor health prior to the surgical case. Failure analysis: there is no indication at this time, the event was caused by the malfunction of the spnc device.